Manufacturer narrative:
The device was returned to omsc for evaluation. Omsc inspected the device and confirmed the following: -there were no visible abnormalities in the appearance of the device. -when the device was connected and operated according to the instruction manual, no abnormality was confirmed. -the device was connected to the olympus videoscope cyf-va2 owned by the user facility, and the remote switch with the release function was pressed 100 times to check the behavior, but the color bar was not displayed and it worked properly. In addition, when the olympus asset printer was connected and printed, the image was printed properly. No abnormality was found in the operation of the remote switch with the freeze function. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, when the remote switch with the release function of the olympus videoscope cyf-va2 was pressed, a color bar was displayed on the monitor for a moment. At that time, the image was not recorded on the pc card, and the color bar was printed by olympus video printer oep-4. In addition, when the remote switch with the freeze function was pressed, it did not work properly. The device was used with the olympus videoscope cyf-va2, monitor oev191h, and video printer oep-4. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed that there were many traces of water droplets on the video connector socket. Omsc ran the device for four hours in a row to see if the reported phenomenon was reproducible, but the reported phenomenon was not reproduced. In addition, omsc tapped or rocked the boot and video connector of the endoscope connected to the device, but the reported phenomenon was not reproduced. There is a possibility that the display and recording of the color bar and the malfunction when the release was performed may have occurred because the contact part was defective due to the adhesion of moisture to the video connector socket of the device. The video connector socket was replaced on march 14, 2018 due to corrosion of the contacts on the device. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.